Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, stent graft: migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent treatment of a stanford type b dissection with two pieces of conformable gore tag® thoracic endoprosthesis. The physician attempted to deploy the first stent graft (tgu404020j/(B)(6)) just below the brachiocephalic artery. However, it was moved distally and placed just below the left common carotid artery due to angulation of aortic arch. No proximal type I endoleak was observed. Another stent graft (tgu404020j/(B)(6)) was placed in the distal part of the first stent graft as planned. Angiography revealed a distal type I endoleak. Ballooning was performed and the distal type I endoleak was almost resolved. The procedure was completed and the patient tolerated the procedure. On unknown date (sometime in (B)(6)) in 2019, a follow-up examination identified a proximal type I endoleak. Moreover, the distal type I endoleak had still slightly remained. On (B)(6) 2019, the patient underwent reintervention. A third stent graft was additionally placed to repair the proximal type I endoleak. Furthermore, ballooning was performed to repair the distal type I endoleak. The disappearance of both proximal and distal type I endoleaks was confirmed. On an unknown date, migration of the distal part of the stent graft, ulcer-like protrusion (ulp), and a small amount of proximal type I endoleak were confirmed. On (B)(6) 2025, the patient underwent reintervention. Two stent grafts were additionally placed in the distal part of the stent graft. Since aortic valve replacement surgery for aortic valve stenosis is scheduled to be performed later, no treatment was carried out for the proximal type I endoleak.